Manufacturer narrative:
D10 concomitant product: vlft10gen, vlft10gen ft series energy platformx1 (serial #: unknown). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a laparoscopic colon resection procedure, the jaw of the device would not open. It was confirmed that the device was not attached to the tissue when the issue occurred. The device was also connected to an ft10 generator and a new device was used successfully. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Additional information: b5, d9, g3, h6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a laparoscopic colon resection procedure, the jaw of the device would not open after 2 hours into the surgery. It was confirmed that the device was not attached to the tissue when the issue occurred and the knife blade was not extended. The jaws were cleaned as soon as the dirt becomes visible. The device was also connected to an ft10 generator and a new ligasure device was used successfully. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Additional information: d3 (MFR name and street 1), d4 (UDI), g3, h3, h6. H3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. The evaluation found no potentially contributing factors, and the sample met all related specifications. It was reported that the device stopped working and the jaws were difficult to open. The reported issues could not be confirmed. The most likely cause could not be identified because no related problem was detected with the device. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.